Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received a no delivery and had high blood glucose. Customer kept getting a no delivery alarm while on the phone troubleshooting. Customer also started getting low reservoir. This was stopping the trouble shooting from moving forward. Customer stated she woke up in the morning not feeling well and she had a no delivery on her pump. Customer blood glucose at time of incident was 328 mg/dl and current blood glucose level was also same. The drive support cap appears normal. Customer declined troubleshooting. Customer also stated she has ended up in the hospital for high blood sugar in (B)(6) 2017. Customer stated her blood glucose was over 600 mg/dl. Customer was admitted into the hospital and treated for 3 days. The insulin pump will not be returned for analysis.